Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 23mm trifecta gt valve was successfully implanted. On (B)(6) 2022, the patient presented with sudden breathlessness; subsequent transoesaphageal echocardiogram (toe) and transesophageal echocardiogram (tee) showed prolapsing leaflet. On (B)(6) 2022, the trifecta valve was explanted due to non-coronary leaflet dehiscence from non-coronary right stent post. A non-abbott valve was successfully implanted. The patient was reported to be recovering.

Manufacturer narrative:
Explant of the valve due to a prolapse leaflet was reported. The investigation found that leaflet 3 was torn and that the valve was dehydrated. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.